Event description:
It was reported that a pt underwent a sling procedure placed on the "u" position in 2007. Six months later, the pt was experiencing incontinence and a ventral urethral mesh erosion was found. The pt was taken to the operating room and the device was removed. The surgeon reported that the cause of the erosion is unk but that the pt previously had a tegris inserted and removed, and the surgeon feels that it may have compromised the pt's tissue.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.